Event description:
It was reported that during the lead implant attempt, the helix would not deploy appropriately. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The distal conductor was stretched. There was blood/body fluid on the outer tubing overlay. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis revealed the lead was damaged at implant. The lead was received with the two undeployed lobes and with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.